Event description:
Device was explanted and replaced with non-allergan implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of silicone migration, granuloma, seroma-late, lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lump/nodule, silicone migration, granuloma, seroma-late, lymphadenopathy.

Event description:
Patient reported "I have had implants from allergan, and I recently discovered that one has ruptured.the rupture was diagnosed through an ultrasound scan after I noticed the presence of a hard lump." Ultrasound showed "well defined lump lateral aspect right breast near implant fold¿, ¿extracapsular implant rupture¿, ¿irregularity of the right breast implant¿ ¿small volume free fluid around the implant¿, ¿lateral aspect of the right breast there is a focal well-defined hypoechoic lesion measuring 13mm, initially thought to represent a simple cyst but would not aspirate, therefore deemed to most likely be a focal free silicone nodule¿ and "multiple lymph nodes which demonstrate a snowstorm appearance¿ this record relates to the right side. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "I have had implants from allergan, and I recently discovered that one has ruptured.the rupture was diagnosed through an ultrasound scan after I noticed the presence of a hard lump." Ultrasound showed "well defined lump lateral aspect right breast near implant fold¿, ¿extracapsular implant rupture¿, ¿irregularity of the right breast implant¿ ¿small volume free fluid around the implant¿, ¿lateral aspect of the right breast there is a focal well-defined hypoechoic lesion measuring 13mm, initially thought to represent a simple cyst but would not aspirate, therefore deemed to most likely be a focal free silicone nodule¿ and "multiple lymph nodes which demonstrate a snowstorm appearance¿ this record relates to the right side. Device was explanted and replaced with non-allergan implant.